Event description:
It was reported that the recently implanted vns patient developed an infection and underwent generator replacement surgery on (B)(6) 2014. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
The surgeon¿s office reported that the patient¿s generator was explanted and not replaced. The patient¿s lead was cleaned and placed back into the body.